Event description:
It was reported that the implant at tooth sie 3 was removed due to bone loss. Implant was placed under local anesthesia with no complications. Site was grafted at time of implant placement. In (B)(6) 2024, patient was instructed to see dr. (B)(60 to evaluate bone loss around implant. Dr. (B)(6) determined the implant was failed due to bone loss, and subsequently removed failed implant #3 with bone graft. Patient will return for future redo of implant at #3.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k113753/k112160. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.